Event description:
During the procedure, portion of 0.035 glidewire sheared off who left common femoral artery and soft tissue. Pt to surgery 48hr afterward for schedule aorta and femoral bypass "r/t" to disease arteries outcome.